Manufacturer narrative:
(B)(4). Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Article citation: armstrong, k.l., a.m. Modest, and p.l. Rosenblatt, laparoscopic cerclage sacrohysteropexy: comparing a novel technique for sacrohysteropexy to traditional supracervical hysterectomy and sacrocervicopexy. Female pelvic medicine & reconstructive surgery, 2021. 27(2): p. E315-e320. Doi: 10.1097/spv.0000000000000917 according to the available information, there was one intraoperative complication, a bowel injury, in the laparoscopic supracervical hysterectomy (lsh) with sacrocervicopexy cohort. There were 11 postoperative complications in the lhs cohort. Complications in the lsh cohort included 3 wound infections, 2 patients with a uti, 2 patients with recurrent uti, 3 patients with granulation tissue and bleeding at the site of the posterior colpotomy, and 1 patient with persistent pain. At the 6-week postoperative visit, there were 2 (2.7%) anatomic failures (1 apical and 1 anterior) in the lcsh cohort and 3 (3.5%) anatomic failures (all apical) in the lsh with sacrocervicopexy cohort (p = 1.0) post operative complications included pelvic pain, dyspareunia, wound infection, voiding dysfunction, or bowel dysfunction, however, it was unclear if these pertained to the lsh cohort or lcsh cohort.